Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilatation with a 2.0x15mm balloon catheter, a 3.50x16mm synergy stent was deployed for treatment. However, dissection occurred. The procedure was completed with another stent deployed overlapping on the lesion. No further patient complications were reported. It was further reported that the synergy stent was inflated at 11 atmospheres for deployment. The dissection occurred after stent deployment where the stent was post-dilated with a non-boston scientific nc balloon catheter.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilatation with a 2.0x15mm balloon catheter, a 3.50x16mm synergy stent was deployed for treatment. However, dissection occurred. The procedure was completed with another stent deployed overlapping on the lesion. No further patient complications were reported.